Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient information was not crossing over from epic to pyxis. In the pyxis station, the affected patient appeared in a pre-admitted status. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient information was not crossing over from the epic system to the pyxis system. A technical support specialist (tss) confirmed that some patients had two profiles: one listed as admitted with no orders and another listed as pre-admitted with active orders. The visit numbers and medical record numbers were identical for both profiles. The tss added an excel file to the electronic protected health information listing all duplicated visits and related orders and then sent an encrypted email to the customer containing these findings. The issue was resolved after the duplicate encounters were manually discharged. The system functioned after the technical support specialist troubleshoot the device.